Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the anchor was completely broken medially, confirming this complaint. The suture was returned with the anchor, and the inserter was not returned. The anchor break was circumferential and based on the location of the break would have been flush with the distal end of the inserter, indicating potential off axis insertion/ levering during insertion. Other typical causes of anchor breakages which may have contributed to this event include hard bone quality, use of excess torsion during insertion, or using incorrect instrumentation for preparing the bone hole. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed that the anchor was completely broken medially, confirming this complaint. The suture was returned with the anchor, and the inserter was not returned. The anchor break was circumferential and based on the location of the break would have been flush with the distal end of the inserter, indicating potential off axis insertion/levering during insertion. Other typical causes of anchor breakages which may have contributed to this event include hard bone quality, use of excess torsion during insertion, or using incorrect instrumentation for preparing the bone hole. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported via phone that the customer's gryphon p br anchor d/s with orthocord broke during a labral repair. The sales rep stated that he did not know the bone quality of the patient. The case was completed with another like device in the same bone hole. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
The sales rep reported via phone that the customer's gryphon p br anchor d/s with orthocord broke during a labral repair. The sales rep stated that he did not know the bone quality of the patient. The case was completed with another like device in the same bone hole. There were no patient consequences or delays. The device is being returned.